Manufacturer narrative:
The insulin pump alarmed a33 during the basic occlusion test due to protruded loose drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had issues with priming the insulin pump. Customer stated insulin was being pushed out of the insulin pump during the prime process. Customer also reported the motor did not slow down after touching the reservoir. It was also found insulin did not drop after the act button was released. The customer also reported the drive support cap was loose. Customer also stated they were unable to exit from the rewind process. Customer's blood glucose was 302 mg/dl. The insulin pump will be returned for analysis.